Event description:
It was reported that a loss of therapeutic effect occurred. The patient reported an infection with symptoms that included increased baseline pain, and swelling of the right side of trunk. The symptoms had been off and on over the past year and were becoming worse. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).